Manufacturer narrative:
The hill-rom tech found both brake casters broken. A search of the hill-rom maintenance did not show hill-rom performed any preventative maintenance on their beds. The tech replaced the casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).